Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported the shock failed to revert the ventricular fibrillation (vf). Additional information was obtained and inadequate therapy was suspected. The cause of death was requested but it is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.